Event description:
It was reported that unspecific number of the bd insyte¿ autoguard¿ shielded IV catheter 22ga needle would not retract. The following information was provided by the initial reporter: I have some bd 22ga angio catheters that are defective. The preop nurses said they are having issues with the needle not retracting.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecific number of the bd insyte¿ autoguard¿ shielded IV catheter 22ga needle would not retract. The following information was provided by the initial reporter: I have some bd 22ga angio catheters that are defective. The preop nurses said they are having issues with the needle not retracting.